Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. Inspection of the phb data confirmed the reported automated delivery restriction alerts. The phb data showed that two exit closed loop/automated delivery restriction alerts occurred after extended periods of the agc algorithm suggesting the maximum amount of insulin. This is expected behavior of the system and does not indicate a failure of automated mode. The phb data showed that the user was able to transition from manual to automated mode after the first exit closed loop alert. No evidence of issues with automate mode were observed. The phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 340 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.